Event description:
The user facility reported that after reprocessing with non olympus automated endoscopic reprocessor, the subject device could not pass four times bacteria test continuously. The patients, who underwent endoscopy by subject device, were reportedly transferred to another hospital. It was stated that there was small amount of pseudomonas at the first periodical bacteria test, and there were lot of e.coli and small amount of pseudomonas at the second test. The facility reportedly proposed no measures to the patients involved and the subject device was reportedly returned to manufacture for inspection. Olympus followed up with the user facility in an effort to obtain additional information regarding this reported event, but with no results.

Manufacturer narrative:
The device reference in this report has not yet ben returned to olympus medical systems for evaluation. The exact cause could not be conclusively determined at this time. If additional reportable information become available at a later time, this report will be supplemented.